Event description:
Intra-aortic balloon (iab) catheter was being used for treatment. During myocardial revascularization, the balloon did not inflate. There were no alarms from the pump console. The iab catheter was removed and another iab catheter was used to treat the patient and no problems were reported. There was no injury to the patient.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.